Manufacturer narrative:
On 30 may 2017 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the instrument was stuck in the cup. We tried to unblock it taking the cup with a hand but it was not possible. We were able to disassembly the instrument holding the cup in a clamp. There was scratches on the balinit-c coating terminal surface and, in addition, fragments were present on the implant cup, it may have make difficult the disassembly during our test. The root cause may be: the surgeon screwed the instrument on the cup with screwdriver straight with the axis of the cup hole, when he tried to remove it the screwdriver was too inclined to permit the disassembly of the pieces with the same torque force.

Manufacturer narrative:
Batch reviews performed on 27 march 2017. Lot 1651156: (B)(4) items manufactured and released on 21 july 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. On 31 march 2017 the r&d project manager performed a preliminary investigation based on the images provided by the reporter, and commented as follows: the images show that the threaded part of the terminal is blocked inside the acetabular shell. Based on what indicated in the complaint the surgeon was unable to unscrew the terminal. It is not clear if the blocked has been caused by the breakage of threaded part or by the removal of the balinit-c coating of the terminal which caused "cold welding" with the cup. The visual inspection will help us to have more details regarding the root cause.

Event description:
The amis terminal cup impactor remained stuck to the cup and it was impossible to remove it. A back-up impactor and implant were used. The surgery was delayed about 20 minutes.